Event description:
It was reported the patient was not able to adjust stimulation and the plus key was sticking when the patient used the patient programmer. This appeared to have occurred through product use. At the time of this report, the patient¿s stimulation was off, but they were able to turn stimulation back on. The patient¿s disease had been progressing and they decided to have their wife increase one side to help them. The implantable neurostimulator (ins) was increased by ¿a couple points¿ and the ¿machine¿ got stuck at 2.50v when it was increased from 1.30v. The patient¿s wife tried to reduce stimulation because it went straight up to 2.5v, but when they tried to decrease the stimulation it would not work. At the time of this report the patient was at a clinic and they were able to contact a manufacturing representative who helped the patient reduce stimulation to 1.5v. The patient¿s settings were 1.5v on one side and 3.4v on the other side. During troubleshooting the patient¿s wife had discovered the button was stuck on the programmer and whenever they pushed it the patient felt a lot better. Over the night prior to this report the patient had deteriorated and they were shaking much worse than before. The patient¿s toes on their left foot were curling very badly and they had great discomfort. When the patient saw their healthcare professional (hcp) three months ago for their regular checkup, the patient did not think the hcp checked the devices. The patient did have an appointment with their hcp scheduled for (B)(6) 2014 and they could not get in earlier. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.

Manufacturer narrative:
Concomitant products: product ID 37642, serial # (B)(4), product type programmer, patient; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3389s-, lot # v409757, implanted: (B)(6) 2010, product type lead; product ID 3389s-40, lot # v199740, # implanted: (B)(6) 2009, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 7426, serial # (B)(4), implanted: (B)(6) 2009, product type implantable neurostimulator. (B)(4).